Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation . The lead was reprogrammed to a low output, the patient would continue to be monitored. And being monitored.